Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon initiation, the oxygenator failed. The oxygenator was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: through review of the available information, the device manufacturer (eurosets) determined that there was no correlation between the event and the eurosets device. Eurosets determined that the oxygenator was working properly given the physiological parameters of the patient. The oxygenator was returned to abbott where a visual inspection was performed that revealed no obvious damage. The device history record for the oxygenator was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. Eurosets determined that the reported values, including the blood gas values and patient weight, are in line with each other. Eurosets noted that the body surface area of the patient is high and determined that the oxygenator was working properly given the physiological parameters of the patient. Eurosets determined that based on the information provided, there was no correlation between the occurred event and the eurosets device. The production documentation for the eurosets amg pmp oxygenator, serial #(B)(6) / lot #9945208, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and also warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Under the section titled, ¿bypass start¿, the IFU contains a subsection on blood gas monitoring and explains how to adjust the relevant parameters based on the patient¿s blood gas values. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the hospital staff were unable to achieve adequate oxygenation on the patient despite high venovenous flows and confirmation of cannula placement. The failure occurred during patient support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: additional information; serial number and UDI.